Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to fluid loss. The aus was explanted and replaced. There were no patient complications reported.